Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, the device no longer turned on. The device was in use during this event, however, no health consequences or impact were reported.